Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of handle won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid banding procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, the trip wire got stuck in the knob of the handle and physician was unable to rotate the handle to deploy the bands. The procedure was completed with a second speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid banding procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, the trip wire got stuck in the knob of the handle and physician was unable to rotate the handle to deploy the bands. The procedure was completed with a second speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned handle had marking of the trip wire near the rotating wheel. The trip wire was broken, and the handle slot did not have evidence that the trip wire was secured, and the handle can be rotated without problems. No other problems with the device were noted. The reported event of handle won't turn was not confirmed. Upon analysis, it was found that the handle can be rotated without problems. The trip wire was broken, and the handle slot did not have evidence that the trip wire was secured. Since there is no information about a rupture of the trip wire, it is possible that the trip wire was broken at the time of removing the device since it was stuck with the handle. The handle was also able to be rotated since the trip wire was not stuck into the handle when the device returned. However, the marking on the handle and the trip wire not being secured into the handle slot suggest that the handle was indeed stuck. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the device is supposed to be work once the whole device is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. If the trip wire is not secured, multiple problems can happen since the trip wire won't be tight enough to the handle, making the trip wire to be loose. If the handle is used under this circumstance, what could happen is that when the handle wheel is being rotated, the excess of wire being loose on the handle (since it wasn't secured) will cause the handle to get stuck by having the trip wire lose all around the handle wheel. The handle got damages by the trip wire from this same scenario, since it wasn't secured into the handle slot, the trip wire got out of the handle wheel and once it was stuck and the physician tried to keep rotating the handle, the trip wire kept damaging the handle as seen on the device analysis. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.